Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: "¿ how long was the surgical delay? Hour ¿ what surgical procedure was being performed? Oesphagectomy. ¿ what were the indications for surgery? Please refer to the vmo. ¿ what part broke off of the trocar broke? Cannula /sleeve, obturator, seal, stopcock, reducer cap cannula/sleeve. ¿ what instruments were inserted through the trocar? Laparoscopic camera / stapler ¿ what size was the piece that broke? 5 to 10 mm. ¿ what color was the piece that broke? Clear. ¿ was the plastic piece every found? If so, where. Or does surgeon believe a piece remains in patient? Not located - no ¿ what action was being performed when the trocar broke? Unsure of when the port broke so not able to specify. ¿ in what anatomical location was the trocar when the breakage occurred? Unsure of when the port broke so not able to specify, either chest or abdomen. ¿ was there excessive torquing of the instrument at the time of the breakage? No. ¿ does the account use reprocessed trocars or does the account reprocess the trocars in house at the account? No. ¿ was there any change to the procedure or post op care of patient as result of trocar breakage? If so, please explain. Yes and no - post op changed, lots of chats with patients, xray CT scans and found nothing, overall it was not found in the room or with the patient ¿ what is the current patient status? Patient is fine" an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknow procedure, the trocar broke. The broken piece was not found. Searched inside and outside of patient. Xray on patient, but no piece seen. Delay to surgery, time spent looking for broken piece.